Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that flexvision failed to start up. Review of the system log file confirmed the malfunction. To resolve the issue, fse replaced flex viewing pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.